Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced blistering and peeling on the dorsal side of the hands after the procedure. Reportedly nothing out the ordinary was noticed during treatment. Additional information has been requested but has not been received.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. According to fraxel laser systems operator manual, blistering is a known possible complication of fraxel treatment.

Manufacturer narrative:
Corrected data: date of event.